Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident and current blood glucose level was 75 mg/dl. Customer stated that the insulin pump was no longer on automode. Customer was advised to eat or drink orange juice to bring blood glucose back up. Customer drank orange juice and blood glucose level went up to 148 mg/dl. Customer ate dinner and calibrated, however insulin pump was went back on auto mode. The insulin pump will not be returned for analysis.